Event description:
A customer from brazil received a blood glucose reading of hi from the contour ts meter, re-tested on a different meter and the reading was 122mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement product was sent to the customer.

Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.